Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image was reviewed, and the complaint condition could not be confirmed, there was no evidence of nonunion and there was no damage to the device that was noticed in the x-ray image. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Defect identified? No. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The complaint device was not received for investigation. Received images and investigation in progress. A definitive assignable root cause could not be determined based on the provided information device history lot manufacturing location: monument, manufacturing date: mar 15, 2018, expiration date: feb 28, 2027, part number: 04.013.656s, 12mm ti cann retro/antegrade femoral nail-ex/380mm ¿ sterile, lot number: h590255 (sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inprocess / inspect dimensional / final, 4013id624 rev l met all inspection acceptance criteria. Packaging label log (pll) lppf rev h was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Scn (B)(6) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h555308, lot quantity: (B)(4). Device history review 24-nov-2020: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a revision surgery followed by the placement of the femoral recon nail (frn) system and obtaining reamer irrigator aspirator (ria) for bone grafting due to a nonunion. This report is for one (1) 12mm ti cann retro/antegrade femoral nail-ex/380mm. This is report 1 of 5 for (B)(4). This report is linked to (B)(4).